Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving dilaudid, 500 mcg/ml concentration at 25 mcg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient wasn't getting a good pain relief. There were no environmental/external/patient factors that may have led or contributed to the issue. Catheter access port was accessed, there was no cerebrospinal fluid (csf). Catheter revision occurred. Catheter was replaced. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.